Event description:
MFR received implant warranty and registration card noting pt's pulse generator was replaced due to battery end of service. Generator was subsequently returned to MFR for product analysis. During analysis the reported end of service was confirmed based on battery voltage. Additionally, capacitor c9 was found to be defective at test chamber temp. C9 increased the module's current consumption by approx 7ua over the high limit. The increased current consumption was minimal and is not considered to have had a significant adverse affect on the device longevity.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.